Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was not getting communication with the navigation system. They rebooted the imaging system only and were able to get a green line of communication. The procedure was completed using the imaging and navigation systems and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.